Event description:
It was reported that a patient underwent a primary breast reconstruction surgery with implantation of a 350cc mentor cpx 2 breast tissue expander prosthesis. Post-operatively, the patient reported having had a positron emission tomography (pet) scan performed which indicated a prominent left breast lymph node. A biopsy and excision of the node was performed. Afterwards, she began to experience left breast swelling and pain. As a result, the patient underwent unilateral left breast implant removal without replacement on (B)(6) 2024. During the surgery, approximately 400cc of fluid was drained from the left breast. She states a potential diagnosis of left-sided breast implant associated anaplastic large cell lymphoma (bia-alcl) per the health professionals suspicions. Pathology results have not been provided as of yet. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: product made prior to UDI compliance date. UDI not required. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: anaplastic large-cell lymphoma, seroma, lymphadenopathy, lymph node biopsy. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 15, 2024, mentor received the following additional information: the patient reported she was diagnosed with lymphoma. Her cd-30 was tested; however, at this time she has not been diagnosed with breast implant-associated anaplastic large cell lymphoma (bia-alcl). Additionally, the patient stated she was looking for her textured implant information indicating that the suspect device was not a tissue expander. Per the information, the following information has been updated: added h6 health effect - clinical code: lymphoma to replace code anaplastic large-cell lymphoma. Brand name: unknown mentor implants texture. Reason for device explant and/or reoperation: lymphoma. D4: UDI: as all of the device characteristics are unknown at this time, the UDI is currently not available. Manufacturer¿s reference number: (B)(4).